Event description:
Customer obtained troponin (accu tni) results above the ami cut off from one patient's sample. Upon repeat analysis on a different analyzer lower results were obtained. The specimen was also tested by another method and troponin result was 0.01 ng/ml a fresh sample collected from the patient gave accu tni results in a lower clinical range when it was tested on this and on the different instrument . The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Event description:
It was reported that the patient has expired, due to unknown reasons. The date of patient's death and implant duration are also unknown. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.